Manufacturer narrative:
Unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Event description:
The customer reported via phone call that his screen is flashing black and white. The customer's blood glucose was unknown. Customer is calling back with blank display after receiving new battery cap. Customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.